Event description:
Pt underwent a femoral bypass. After the graft was placed, the surgeon released all the clamps to check the patency of the graft. Blood was noted to be oozing from the graft in the area above the suture line, which is "unusual since this graft does not require preclotting." The oozing eventually stopped. Some pressure was applied according to the surgery nurse. No further problems developed with the graft during the hosp stay.